Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It is noted device passed all incoming functional tests. Analysis found the upper case, lower case, two side bail covers,and ring cover are broken. Lead flex cover, three heart wire contacts, and battery drawer are contaminated. Battery contacts are compressed. Two side bails and the ring are missing. (B)(4).

Event description:
It was reported the device was dropped and the ventricular connector is damaged. The device was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement indicated.